Event description:
It was reported that a patient developed a wound dehiscence a few weeks after a clavicle osteosynthesis procedure. After review, the possibility of infection was ruled out and suture was used to re-close the wound. After a few weeks, the patient presented with a wound dehiscence again. Later the patient was channeled to the plastic surgeon. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Other relevant patient history/concomitant medications? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? *which suture was used during the index procedure? ***sxmd2b406 stratafix spiral pga suture (not monocryl)? Please provide lot # if this was the correct suture. ***or 3-0 double-armed monocryl stratafix suture used? Please provide product code/lot # if this was the correct suture. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Is it known how the wound dehisced? Did the sutures break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? For the reoperation: date of the re-operation with 3-0 monocryl (not stratafix) mcp936h? For product code mcp936h, what is the lot number? On what tissue was the suture used? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will any product be returned? If so, please provide the return date and tracking information.